Event description:
A customer reported that during a polyp removal in the cecum of a pt using an electrosurgical generator (esu), the wall perforated. The pt required surgery to control the bleeding and was in stable condition after the operation. The esu settings were endocut, 200 watts and soft coag, 60 watts.